Manufacturer narrative:
Arjo received an information from a doctor, extendicare missisagua facility representative, about an event with arjo v4 ceiling lift involvement. A female resident suffering schizophrenia walked into another room during the night. She brought a chair from the hall, climbed onto the bed near sleeping resident, tied a kerchief around ceiling lift spreader bar and stepped off the bed. As a result, the resident was asphyxiated and is now deceased. Arjo representative went on site to gather more information and inspect the device. V4 ceiling lift was in good condition. No device malfunction was found, but the emergency stop cord had to be cut by the staff after the event. It is not known why the resident performed such an action. This is considered as intentional device use for a non-approved purpose. We decided to report this complaint to the FDA due to allegation that the patient had been strangled using the ceiling lift. The device was working per manufacturer¿s specification when the event occurred. It was not used for patient¿s transfer, but contributed to the outcome, since it was used as an anchoring point by the user.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo received information from doctor, (B)(6) representative about an incident with arjo v4 ceiling lift involvement. A female resident suffering schizophrenia walked into another room during the night. She brought a chair from the hall, climbed onto the bed near sleeping resident, tied a kerchief around 2-point spreader bar and stepped off the bed. In effect, the resident deceased. Arjo representative went on site to gather more information and inspect the device. V4 ceiling lift was in good condition. The only malfunction was emergency stop cord, which had to be cut by the staff.